Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. As part of the visual inspection of the received instrument, it was noticed that the bbt cannula with the lumen blocked in upper area of the cannula obstructing air passage to inflate the instrument balloon as per intended use. No other abnormalities were observed. As part of the functional testing the reported condition was confirmed unable to inflate the balloon due to observed condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. Material was considered as the most probable root cause factor delivered by supplier dielectric. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic totally extraperitoneal, during inflation, the balloon would not inflate at all. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one spacemaker* pro access and dissector system. Visual inspection of the received instrument observed that the lumen was blocked in upper area of the cannula obstructing air passage to inflate the instrument balloon. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspections noted that the trocar balloon seemed to be crimped and partially melted into itself as a result of being exposed to extreme heat. The valve seal, lock collar and doors appeared intact. The obturator and inflation bulb were received. The inflation syringe was received. The valve seal on the dissector balloon appeared intact. A functional evaluation found that the dissector balloon was inflated with no leaks. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the heat damage may occur when improperly stored in or near high temperatures. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.